Event description:
For the past several weeks, the footpedal used with this ophthalmic microsurgical system would stick. As a result, the procedure took longer to finish. The footpedal was finally exchanged and the defective footpedal sent in for repair.